Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was corroded. The root cause for the corroded connector could not be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.